Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Investigation summary. The device was not returned. A photo-investigation was performed on the image. Upon inspecting the images provided, the connect f/insertion handle f/pfna was observed to be broken and the broken fragment could be seen in the image provided. Additionally scratches and nicks were observed on the device. No other issues were identified.. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition could be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part # 03.010.475. Lot # l361938. Release to warehouse date: may 12, 2017. Manufacturer: (B)(4). No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, when a suprapatellar tibial nail insertion, the connector for insertion handle was broke off from the light taps. It was unknown if the surgery was completed successfully. There was no patient consequence are reported. Concomitant devices reported: unknown tibial nail (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) driving cap. This report is 1 of 1 for (B)(4).